Manufacturer narrative:
H6: device not returned.

Event description:
It was reported that this valve was explanted after 7 years and 4 months implant duration due to mitral stenosis. Immobile, calcified leaflets were noted at explant. The patient expired in the ICU later on the same day of the valve replacement procedure. Reportedly, the cause of death was a ruptured pulmonary artery; the death was not valve related. No further information was provided.